Event description:
It was reported that the right ventricular (rv) lead was capped/abandoned due to high pace impedances greater than 2000 ohms. The increased rv pace impedance was on a dependent patient, so the decision was made to replace the rv lead. There were no adverse events and no stored episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).